Event description:
It was reported that the patient's pump required constant charging due to a battery failure, and there was a request for assistance in obtaining a replacement pump. There was no reported impact to the customer's blood glucose level. Technical support followed up multiple times and attempted to review battery logs, but with no logs uploaded and the customer's presence unavailable, the case was eventually closed without further technical intervention.